Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump was monitored with multiple basal rates and no unexpected pump turn off, blank display or display anomaly was noted. All operating currents were within specification and no unexpected low battery, weak battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.